Event description:
Approximately 5 years post implant of a 26mm sapien 3 valve in the aortic position, the valve failed for degeneration based on tee images. The patient was symptomatic, but was not hospitalized for symptoms. A 23mm sapien 3 ultra valve was implanted within the preexisting sapien 3 valve using an additional 2cc of inflation volume. Post procedure, the patient had a stroke. There was a complete occlusion of the right mca. The patient was treated in radiology for embolectomy. A large emboli was removed and flow was restored. The physician thought it was possible something broke loose off the valve upon valve delivery.

Manufacturer narrative:
Thv/tvt registry this is one of two manufacturer reports being submitted for this case. This report represents the second implanted valve. Please reference related manufacturer report 2015691-2021-05845. Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary, stroke is recognized in the literature as a well known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient comorbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early postprocedure stroke: (B)(6) sex, ef < 30%, diabetes, age (B)(6), bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included (B)(6) sex, age (B)(6), atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors not provided and/or the mechanisms described above are likely contributing factors for the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device not accessible for testing